Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the distal insulation was damaged/squeezed at 16.5 cm and 17.3 cm from the connector pin which resulted in an intermittent electrical short.

Event description:
It was reported that the lead exhibited low lead impedance. The lead was explanted and replaced.